Manufacturer narrative:
A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m129160 showed that the complaint rate is (B)(4). The investigation is still in process. A supplemental report will be submitted once the investigation is complete. Please see related MFR report #s:1221359-2020-00438, 1221359-2020-00440 - 1221359-2020-00442.

Event description:
A customer sent a cumulative report of twenty-four false negative results with the ID now covid-19 assay generated across ten different testing sites. This report represents the five false negatives associated with lot # m129160. The customer reported five false negative results using a nasal swab with the ID now covid-19 test. Testing dates and times were not provided, however, sample collection occurred on the following dates: (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. Confirmation testing dates and times were also not provided. However, a confirmatory sample collection in viral transport media using the core lab platform provided positive results (CT values not provided). Collection occurred on the following dates: (B)(6) 2020 (nasal), (B)(6) 2020 and (B)(6) 2020 (nasopharyngeal) it was also reported that a confirmatory nasopharyngeal sample collection in viral transport media using either abbott m2000 or diasorin platform provided positive results (CT values not provided). Collection occurred on (B)(6) 2020. Additional patient information, including symptoms, treatment and outcome, is unknown. Per the customer, no additional information will be provided. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4) on retained kit lot m129160 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m129160 and test base part number 190-430 / lot m129160. Quality control release testing met specifications abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however it could possibly be related to the specific patient samples.